Manufacturer narrative:
(B) (4).

Event description:
It was reported that "there might be a problem with one of the leads in the ins system." There was no known accident or incident related to this complaint. A f/u will be sent if add'l info becomes available.